Event description:
It was reported that pump experienced malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump and continued to use current pump while planning to rely on alternate method if necessary, and technical support arranged shipment of replacement pump.